Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated MDR numbers: #1225714-2014-02499 and 1225714-2014-02500.

Event description:
Additional information from plaintiff's attorney noted the patient experience was a cardiopulmonary arrest.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-02499 and 02500.